Event description:
It was reported that the locking screw backed out of femoral component and appeared on x-ray to be in the knee joint posterior to the femoral condyles. The locking screw was removed during revision surgery by removing the tibia insert and replacing the insert with a new one.